Manufacturer narrative:
Additional information was received that the problem was identified as soon as the patient was intubated. The ett would kink in the mouth, just at the point which was later identified to be defective. Ett would kink spontaneously. Unable to maintain patent ett, repetitively kinking and obstructive. Patient required defective ett to be removed and new ett to be placed. The site was able to oxygenate the patient but had difficulty ventilating and unable to pass a suction catheter. The ett intermittently occluding.

Manufacturer narrative:
Other, other text: device evaluation- one sample was returned for evaluation. The returned sample was visually inspected at 12" to 16" under normal conditions of illumination. No deformations, kink, warp, or any other abnormalities was observed, therefore, the issue reported was not confirmed. The device was given leak testing: the device was found to meet with specifications with no leakage detected. The reported issue was not confirmed.

Event description:
It was reported that a smiths medical tracj tube appeared to have kinked and collapsed at a level approx 10cm in from the catheter mount (as per the ambuscope), which is possibly near to the level of the subglottic port. Needed to do ett change without railroading bougie as was impossible to pass scope/bougie through the narrowed lumen, and on removal of the existing ett it was collapsed and kinked. No further adverse patient effects were reported.